Event description:
It was reported that the patient was involved in a physical fight. During follow-up, no atrial sensing was noted. X-ray revealed that atrial lead was dislodged, lv lead capture threshold was increased and lv lead was micro dislodged. At a subsequent follow up patient reported sporadic diaphragmatic stimulation in the right part of the body. Physician reprogrammed the device and decided to refer the patient to another hospital for atrial repositioning.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.